Event description:
It was reported that during an acl reconstruction surgery, the wand´s electrode fell off; however, it was removed. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used but is intact and on the device. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation were generated as intended. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. No containment or corrective actions are recommended at this time.